Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The device has not been returned to the manufacturer, at this time, for evaluation. A lot history review (lhr) of reaw1291 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported that a break was found 5 cm away from the insertion site. The catheter was removed. No patient injury reported.

Manufacturer narrative:
The following were reviewed as part of this investigation: patient severity, frequency analysis, applicable previous investigation(s), sample (if available), applicable fmea documents, labeling, and applicable manufacture records. Based on a review of this information, the following was concluded: the complaint of a break in the groshong PICC was confirmed, and the cause was determined to be use related. One 4 fr s/l groshong nxt PICC was returned for investigation. A visual observation of the catheter revealed evidence of use. The stylet had been removed and a two piece nxt connector had been assembled on the 4 fr groshong tubing. The catheter extended 8cm from the distal end of the strain relief oversleeve and the distal catheter segment was not returned for investigation. Residue was observed on the external surface of the catheter. The printing on the extension leg was completely worn. Three semi-circumferential creases were observed in the catheter. The creases were located 1mm, 6mm, and 9mm from the distal tip of the strain relief oversleeve. The tubing exhibited preferential kinking at the creases. The distal end of the catheter was microscopically examined and was noted to be rough and granular. The edge of the blue stripe at the break site exhibited wear. The characteristics observed in the tubing indicate that the catheter was kinked or flexed during use. Flexural fatigue occurs due to cyclic kinking of the catheter tube during use in which physiological, placement, usage, and mechanical factors may gradually form a hole in the catheter. No defects related to the manufacturing process were noted on the complaint sample. A lot history review (lhr) of reaw1291 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported that a break was found 5 cm away from the insertion site. The catheter was removed. No patient injury reported.